Event description:
The customer reported that the white blood cell (wbc) aperture #3 of the coulter lh 750 hematology analyzer was reading intermittently high. The customer also reported the instrument gave wbc voteouts on patient samples. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/18/2015. The fse found that the wbc aperture were contaminated with buildup. The fse cleaned the wbc apertures, which repaired the failing wbc backgrounds and wbc voteouts. The repairs were verified per established procedures. (B)(4).